Event description:
It was reported that the patient presented during clinical follow-up. It was noted that the implantable cardioverter defibrillator cannot be interrogated due to premature battery depletion. The reported device was explanted and replaced on 9 aug 2022. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion and communication failure were confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.